Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "tibial tubercle osteotomy or quadriceps snip in two-stage revision for prosthetic knee infection? A randomized prospective study" by danilo bruni md, francesco iacono md, bharat sharma dnb (ortho), stefano zaffagnini md, and maurilio marcacci md published by clinical orthopaedics and related research doi 10.1007/s11999-012-2763-z was reviewed. The article purpose: to better understand whether a tto or qs would result in a superior knee society score in two-stage rtkas for prosthetic knee infections, incidence of complications, postoperative maximum knee flexion, residual extension lag, and reinfection rates. The article reports: the authors divided the patient population into two cohorts; one where they would use the qs technique and one where they would use the tto technique. For the two stage implant, a competitor cement was used for the cement spacer and our pfc sigma tciii revision knee system was used as the final implant. Patella resurfacing was not mentioned. Cement usage, other than the competitor cement used to make the temporary spacer, was not mentioned. All complications were resolved with medical treatment. Due to the nature of the way the article has written "eight patients underwent hardware removal" for pain, its uncertain which parts were removed, therefore we will assume all. Depuy products involved: pfc sigma tciii. Complications: infection (5), pulmonary embolism (2), deep vein thrombosis (3), stiffness (6), pain (11), surgical intervention (24), medical device implant removal (13).